Manufacturer narrative:
The customer has declined additional applications training and a medrad system service check of the injector.

Event description:
The customer reported that an extravasation occurred while the stellant injector was in use. The patient reportedly required surgery. We have made multiple attempts to gather additional information regarding this event, including patient information and details of the event. Risk management at the site has declined to provide any further information. They stated that this incident didn't have anything to do with the injector.